Event description:
The surgeon reported he noticed a yellow deposit on the trocar. The surgeon was able to rub some of the yellow deposit off with a wet cotton swab. The material appeared yellow on the cotton swab. The trocar was difficult to insert. The patient's prognosis was noted as good.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. It was reported to the FDA (B) (4) office on april 29, 2009 that alcon initiated a voluntary recall for these trocar blades that have a potential for oxidation. All recall related information has been communicated to the FDA (B) (4) office. A recall reference number has not been issued by FDA as yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)